Event description:
It was reported that the patient's implantable cardiac monitor was oversensing noise. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.